Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert revealed low hv impedance. The physician opted to monitor the patient.